Manufacturer narrative:
Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was leaking. This issue was further described as the female connector not securely fitting to the minicap which would result in iodine leakage and air bubbles coming out of the edge between the female connector and minicap connection. There was no allegation against the minicap as the customer changed eight (8) minicaps to make ensure no minicap issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the threads of the female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the damage threads on the female connector. The reported condition was verified. The cause of the leak was due to the damaged threads on the female connector; however the cause of the damaged threads could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.